Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point.

Event description:
It has been reported that during procedure, the display gave an error message during priming. No priming was possible despite multiple attempts. It was decided to abort the surgery. The patient was already under general anesthesia.

Manufacturer narrative:
In regard to this event an eva pump module was returned for investigation. Investigation of the returned pump module revealed a defective pneumatic valve inside the module. Due to the defective valve the module could not pass priming. This triggered the eva surgical system to present an error message on the screen. Based on the investigation results, it was determined that the reported event can be attributed to component failure of the aspiration valve of the pump module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis. Since 2018 more than 750.000 surgeries have been performed with the eva surgical systems installed. Similar incidents will not always lead to an aborted surgery.

Event description:
It has been reported that during procedure, the display gave an error message during priming. No priming was possible despite multiple attempts. It was decided to abort the surgery. The patient was already under general anesthesia.